Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device nor logs or records were returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
Additional information received indicates the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg has reached its end of service. Surgical intervention may take place at a later date.